Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a mid-urethral sling procedure in (B)(6) of 2000 and an unknown mesh was implanted. No additional information was provided.